Event description:
A malfunction was reported on the pump there was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not reappear. The customer was advised to continue using the pump and to contact support again if the issue recurs, which the customer acknowledged and understood.